Event description:
Pt recieved a replacement meter in 2004 and was unable to use the meter since meter did not power on. They had to see their md on monday because they were experiencing symptom of high blood glucose, which consisted of feeling dizzy, blurry vision and legs were weak. Pt went to see their md who treated them with an oral medication. Pt tested on their family member's meter and obtained a 238 mg/dl. This case is being reported as a malfunction since it is a new out of box failure.